Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient stated that they were having issues with the receiver and had to call 911 due to experiencing low blood glucose values. The patient did not provide further event details. No additional patient information is available.